Manufacturer narrative:
The user facility reported that during a patient procedure, hospital personnel commanded the table to move into reverse trendelenburg position. The table moved into the commanded position, however, continued to drift approximately one inch beyond the desired position. The procedure was completed successfully. Due to the description of the reported event by the user facility, it appears a downward drift occurred. If the table does experience a drift, the correct method is to re-energize the hydraulic system by turning on the hand control and repeating the desired movement/articulation. Based on the available information, it appears hospital personnel followed this method after the drift occurred. Steris was not contacted at the time of the reported event or after the event. Hospital personnel had their biomedical department examine the table. The user facility has not provided additional information in regards to the biomed's evaluation. Steris requested permission from the user facility to have a steris service technician inspect and evaluate the table, however the user facility declined. The last service performed by steris was conducted on 4/5/2011. The table is not under steris service contract and is serviced and maintained by the user facility.

Event description:
(B)(4).